Event description:
Event description boston scientific crm received information that during a device replacement procedure for normal battery depletion, both of the chronic leads were stuck in the device header. It was noted that excessive force was needed to free the right atrial (ra) lead. The right ventricular (rv) lead separated when traction force was applied, and extensive coil damage occurred. During extraction, this rv lead became dislodged in the patient's tricuspid valve where it was surgically abandoned. The ra lead was successfully reconnected to the new pacemaker, and a new rv lead was also implanted. No further complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial inspection noted a terminal pin 1" returned in ventricle lead barrel. The terminal pin was removed from the header without difficulties. Microscopic analysis confirmed no irregularities in the lead barrels or connector blocks and all setscrews moved freely. The header was separated from the device casing and a cut was made behind the proximal connector blocks to further inspect the inner seal rings. Evidence of silicone to silicone bonding in both atrial and ventricle inner seal rings was present. The observed lead stuck in the header was due to silicone to silicone bonding between the lead body insulation and header inner seal rings.